Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, unique device identifier (UDI) is unavailable. No parts have been returned to the manufacturer for analysis. Manufacture date is unavailable.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a case the spinous process clamp broke and would no longer clamp.